Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The user facility reported that the device was heating up during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device was heating up during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.